Manufacturer narrative:
Our investigation into the reported event is in progress. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that disinfectant leaked from their advantage plus pass-thru subsequently causing two employees to experience eye irritation. Medical treatment was sought and administered (eye irrigation).